Event description:
Customer reported she had issues with the sensor indicating that she was low and when she checked her blood glucose was not actually low. Customer stated she recently suffered a stroke and has had some memory issues. Customer was also a brittle diabetic so she might be low and then by the time she gets to her meter she might be high. Customer also had a sensor fell apart when she got it out of the package. Customer could not provide further details of events. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Unable to confirm packaging anomaly complaint, due to customer not returning original box.